Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g7, h2, h3, h4, h6, h10. Reported issue: on 28 october 2019, it was reported that during testing it was reported that the wires were exposed on the hand piece. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by zimmer biomet on 09 december 2019 revealed that the calibration was out of specifications at the 0 setting but within at all other settings. The rpm¿s were within specification but the motor ran erratically. The wires were exposed on the cord assembly. Repair of the electric dermatome was performed by zimmer biomet which included replacement of the motor, cord assembly, switch, reciprocating arm, needle bearing, and various other bearings. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided how the wires on the hand piece became exposed. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action. H3 other text : requested but not returned by the hospit.

Event description:
It was reported that during testing the wires were exposed on the handpiece. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that wires were exposed on the electric dermatome handpiece. The event occurred during testing. There was no harm reported. No adverse events were reported as a result of this malfunction.